Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) evaluated the device onsite and replaced the main board in order to resolve the reported issue. The fsr ran the operation verification procedure (ovp) and the test passed, bringing the device back to service specifications. The suspect main board was returned to carefusion's failure analysis laboratory (B)(6) lab. The (B)(6) lab received the suspect main board and performed a root cause investigation. The (B)(6) lab was able to duplicate the reported issue in the laboratory setting and identify a faulty pressure transducer 801 as the cause of the reported issue. This information will continue to be investigated internally within carefusion.

Event description:
The customer reported transducer fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.